Event description:
The user facility reported their sterilizer released steam which set off the fire alarm. No injuries or procedural delays or cancellations were reported. Non-essential personnel and customers evacuated the facility.

Manufacturer narrative:
A steris field service technician was already onsite. The technician inspected the unit subject of the reported event and identified the heater control relay remained closed supplying continuous power to the steam generator heater. The unit was releasing the steam through a safety relief valve. The technician performed an emergency shutdown and the steam discharge slowed to a stop. The technician demonstrated emergency shutdown procedures with the director of nursing and available or staff. The technician replaced the relay, tested the unit, and confirmed it to be operating according to specification.